Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the front left therapy electrode pad described as "red spots". The patient's home health nurse provided an over the counter medication. The patient's doctor suggested that the patient use an anti-fungal cream. Follow-up indicated that the patient had been applying 2.5 cortizone cream and it was reportedly working and the irritation was almost healed.